Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on(B)(6), 2017. This right atrial (ra) lead, implanted on (B)(6) 2017, was repositioned due to ra lead dislodgement associated with low amplitude/poor morphology signals and high pacing thresholds. There were no complications or irreparaqble injury reported as a result of this surgical intervention.